Manufacturer narrative:
The bench technician evaluated the device and found the bezel damaged. The device needs a bezel. Upon conclusion of the evaluation, it was determined that the power pca is damaged and will be replaced. The device after servicing with part replacement will be returned to the customer. No further evaluation around the front case is warranted at this time.

Event description:
It was found during servicing that the device has a damaged bezel. The bezel standoffs were broken. There was no patient involvement.

Event description:
It was found during servicing that the device has a damaged bezel. The bezel standoffs were broken. The bench technician evaluated the device and found the bezel damaged. The device needs a bezel. Upon conclusion of the evaluation, it was determined that the power pca is damaged and will be replaced. The device after servicing with part replacement will be returned to the customer. No further evaluation around the front case is warranted at this time.